Manufacturer narrative:
(B) (4): the testing and investigation results have been received and indicate that a balloon burst/hole was confirmed. (B) (4)

Event description:
Same case as 1527460-2010-00012. The device evaluation identified a reportable malfunction, balloon burst/holes, related to the original complaint, which was not a reportable event. The reporter also stated that a 60ml catheter tip was used for installation of 15-20ml of saline to inflate the balloon. Per label instructions, a luer tip syringe is recommended.